Event description:
Patient experienced infusion set tubing fully separating from the luer lock. Caller indicated that patient's blood glucose was in the 300's mg/dl. Caller indicated that patient immediately changed the infusion set and administered a bolus caller indicated that the defective product had been discarded.